Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during use, during dwell 2 of 5. The caregiver (cg) stated her mother had alzheimers and disconnected herself and spilled fluid everywhere. The cg stated that the registered nurse (rn) was notified and now the cg needed assistance to end the therapy and to start over using all new supplies. The baxter technical service representative (tsr) assisted the cg to end therapy. The cg would setup with all new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(6) 2012 and she said that the patient has been completing therapy successfully since then. She said the patient saw the nurse and was given antibiotics as a precautionary measure. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.